Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller in performing the reset, and the malfunction did not recur. Customer continued to use the pump and was advised to call back if the issue happened again.